Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the water supply volume did not meet the standard value, due to damage on the channel tube the suction volume did not meet the standard value, due to wear of the angle wire - the bending angle in the up/down/left/right directions did not meet the standard value, the forceps channel port had discoloration, the air/water cylinder had no color, the suction cylinder had no color, and the objective lens had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had an air/water channel defect. The defect was observed during the check as part of the reprocessing. No procedure was involved. There were no reports of patient or user harm associated with this event. Additional information has been requested regarding this event; however, it has not been received. The device was returned to olympus for a device evaluation and found foreign material resembling glue or silicon mixed with white fibers was inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. A foreign substance resembling adhesive or silicone mixed with white fibers was found inside the nozzle. Equipment was returned to olympus without proper reprocessing at the facility, resulting in foreign material remaining in the nozzle. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.